Manufacturer narrative:
Corrected .

Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. Th e director of respiratory therapy stated that unit was not in patient use at the time of the reported issue.

Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.